Event description:
It was reported that the physician's handheld was experiencing a failure to open port message. It was reported that the problem is always resolved through persistence of use. The physician was provided a new usb cable and the non-functioning usb cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
This initial report from the sales representative was for 3 different serial cables. When the serial cables were returned to the manufacturer for analysis it was found that it was unable to determine which serial cable was associated with which tablet device. Therefore, when product analysis was completed and approved for the 3 tablet serial cables one showed a failure while the other 2 performed according to specification. It is unknown exactly which tablet is associated with the malfunctioning cable. MDR # 1644487-2015-04117 will house the serial cable with the malfunction and MDR # 1644487-2015-04118 will house the other tablet serial cable report. This MDR will house one of the cables where no failure was found. Product analysis for the serial cable for tablet serial number (B)(4) was completed and approved on (B)(6) 2015. An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the usb to db9 cable were noted during testing. The usb to db9 cable performed according to functional specifications as evaluated through 38-0004-3700.